Manufacturer narrative:
The customer contacted a siemens customer care center and reported that negative quality controls (qc) for the antibodies to (B)(6) surface antigen assay recovered elevated on two occasions ((B)(6) 2020 and (B)(6) 2020). A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse recalibrated all probes and requested for the customer to run qc. The customer ran qc and recalibrated the (B)(6) assay and verified that qc recovered within acceptable ranges. The cse also ran a precision study with a non-reactive patient pool and there were no reactive fliers. The cause of the false reactive is unknown. MDR 2432235-2020-00417 was filed for the discordant result that was obtained on (B)(6) 2020.

Event description:
A false reactive antibodies to (B)(6) surface antigen ((B)(6)) result was obtained on a patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s). The sample was repeated on the same advia centaur xp instrument. The repeat result was non-reactive. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the false positive (B)(6) results.